Manufacturer narrative:
(B)(4). PMA/510k: similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2019: a male patient who had y-graft replacement previously underwent tevar. The target site was the aneurysm of the descending aorta. There was mild aneurysmal site at the origin of the descending aorta. There was the mild aneurysmal site in the thoracoabdominal aorta, but it was not targeted to be treated during this tevar. Zta-p-38-167-w1 was placed first. The distal neck was located right above the mild aneurysmal site in the thoracoabdominal aorta (vessel diameter was approx 33-34mm). Then zta-40-217-w1 was placed right below the left subclavian artery (vessel diameter was approx 35-36mm). Touch-up was performed using balloon catheter from another manufacturer and the procedure was completed without endoleak. On (B)(6) 2020: the patient was taken to the hospital urgently and distal stent graft-induced new entry tear (sine) was confirmed at the peripheral end level of zta-38-167-w1 by contrast enhanced CT. And sine caused retrograde aortic dissection extend to near the aorta arch and it caused growth of false lumen. The rupture of false lumen was confirmed by non-contrast CT image. After taking the CT, the patient went into cardiac arrest and deceased, so no treatment could be done for the rupture and sine. Patient outcome: the patient deceased.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a patient who previously had y-graft replacement underwent tevar on (B)(6) 2019. The target site was aneurysm of the descending aorta. There was mild aneurysmal site at the origin of the descending aorta. There was the mild aneurysmal site in the thoracoabdominal aorta, but it was not targeted to be treated during this tevar. A zta-p-38-167-w1 was placed first. The distal neck was located right above the mild aneurysmal site in the thoracoabdominal aorta (vessel diameter was approx. 33-34mm) and then a zta-40-217-w1 was placed right below the left subclavian artery (vessel diameter was approx. 35-36mm). On (B)(6) 2020 the patient was taken to the hospital urgently and distal sine was confirmed at the periferal end level of zta-p-38-167-w1 by contrast enhanced CT. Sine caused retrograde aortic dissection to extend to near the aorta arch and it caused growth of false lumen. The rupture of false lumen was confirmed by non-contrast CT image. After taking CT, the patient went into cardiac arrest and died. This complaint is based on the provided information and the imaging review performed for the investigation. Per imaging review a distal sine is confirmed. The distal stent was appropriately sized. The tear likely was the result of extreme vessel fragility. Not only was aortic aneurysmal disease ubiquitous, the ca dissection, a second untreated aneurysm just downstream, and the proximal thoracic aortic ulceration indicate additional fragility. According to instruction for use aortic damage, including perforation, dissection, bleeding, rupture and death is noted to be potential adverse events. An exact cause could not be established, but a likely cause was the result of extreme vessel fragility. The device history record was reviewed with no evidence to suggest that this device was not manufactured according to specifications. Cook will reopen this complaint if additional information becomes available. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 26feb2020: autopsy was not conducted. The doctor thinks the cause of death is ¿rupture of false lumen¿. Patient¿s medical history was: unstable angina, brain hemorrhage and chronic obstructive pulmonary disease (copd). Aorta dissection was not preexisted. Distal stent graft-induced new entry tear (sine) was found for the first time on (B)(6) 2020 the day the patient started complaining about back pain. Y-graft replacement was conducted on (B)(6) 2015. Abdominal aorta and both common iliac arteries were replaced.